Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2019. It was reported that the cause of the inability to aspirate was not determined. It was unknown if surgical intervention was planned or scheduled. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-sep-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (1000 mcg/ml at 174.8 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that during the patient's last refill the expected reservoir volume was 7ml but the actual reservoir volume was 15ml. The patient denied any symptoms. A dye study was attempted but the hcp was unable to aspirate from the side access port. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient was going to discuss next steps with the hcp. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.